Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on april 27, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. Leak testing was performed, according to mentor procedures, and it identified a tear within the crease/fold measuring approximately 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 65-year-old hispanic female who had an unknown smooth mentor saline prosthesis placed experienced spontaneous left sided deflation post procedure. Removal without replacement was performed on (B)(6) 2023.

Manufacturer narrative:
Additional information was received on april 1, 2023. The impacted product, previously reported as unknown saline, is a mentor smooth round moderate profile 475cc saline prosthesis, catalog #3501680, lot #5831760. A manufacturing record evaluation was performed for the finished device 5831760 number, and no non-conformances were identified. Additional information was received on april 5, 2023. The implant date, previously reported as (B)(6) 1998, is unknown. The mentor failure analysis lab received the device for evaluation on april 18, 2023. The analysis has begun but is not complete at this time. When the investigation and analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).